Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a calibration error alert and a bad sensor alert. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 462 mg/dl. The treated with a bolus from the insulin pump. The sensor was 4 days and 10 hours old. The customer was advised to remove and change out the sensor. The insulin pump was not replaced or returned.